Manufacturer narrative:
B4:01oct2021. The authorized service personnel (asp) reported upon arrival that the unit appeared to be working fine. Downloaded the log and identified alarm led failed error code was logged in multiple times. The asp replaced the user interface (ui) pcba & user interface (ui) to power management (pm) pcba ribbon cable to address the reported issue. No error codes. Passed required testing.

Manufacturer narrative:
The user interface (ui) pcba was returned for failure analysis. Visual inspection observed no anomalies. The alarm and led functionality are all normal. The reported failure was unable to be replicated, no fault was found.

Event description:
The customer reported getting alarm led failure when the unit powers on. The customer contacted product support and the caller advised 1105 error in the significant event logs. The caller requested onsite service. The customer reported that the unit was not in use on a patient.